Manufacturer narrative:
Device received with a completely detached end cap, minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Device passed the self test and the off no power alarm test. All operating currents are within specification. Functions properly. Unable to verify prime or fill anomaly due to completely detached end cap. Unable to perform the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the delivery accuracy test due to completely detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 at 6:30 pm with a blood glucose level of 564 mg/dl. Customer reports insulin squirting out during the prime process. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.